Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 experienced broken sensor wire. Patient removed transmitter while the sensor was still in her body, which broke the sensor wire under patient's skin. Patient removed the sensor wire. No medical intervention was required. Dexcom has issued an rga for patient to return device to be investigated.